Manufacturer narrative:
(B)(4). Evaluation summary: the returned starclose se device was received fully clip deployed and the clip was not returned. All external observations indicated the device components were in their proper post clip deployed positions. The device was not in the safety release activated configuration as stated in the event description. The device may have been manipulated post procedure, but could not be determined. At the distal end of the device, the vessel locator was retracted into the distal end of the clip delivery tube and all four vessel locator wings (vlw) were noted to be missing. Internal inspection of the device did not present any anomaly. Inspection of the broken vlw determined all broken wing material had been returned and all four vlw attachment points within the vessel locator assembly were secure. The damaged condition of the vlw is consistent with difficult device removal and confirms the report received. Broken vlws can be caused by numerous factors including but not limited to: manufacturing, materials, technique, anatomy or procedural circumstances. Anatomically, the patient was reported to have had two previous starclose se closures at the target groin with scar tissue present, which may have played a role in the performance of the device during vlw collapse and device removal. A review of the starclose se instructions for use (IFU) does not indicate scar tissue as a potential complication. However, the IFU states: consider blunt dissection by single spread with surgical instrument in the skin incision, especially in those patients with scar tissue. Procedurally, distal directional forces can be applied to the deployed vlw from tissue compaction between the clip delivery tubes distal end and deployed vlw during the deployment of the thumb advancer/delivery tubeset through the tissue tract possibly be due to an insufficient nick and spread incision. This condition may inhibit correct vlw retraction into the distal end of the delivery tube after clip deployment, bending and in some cases causing breakage of the vlw, necessitating the use of the access port removal technique to assist with device removal from the anatomy. However, there was no report of difficult insertion or advancement of the device indicating the nick and spread incisions was likely sufficient. It was reported the implanted clip achieved hemostasis. Based on the investigation and review of the reported event, the probable cause for the difficult device removal event is related to the operational context in the use of the device. The damaged vlw condition appear to be related to the operational context of the device and not a product quality deficiency. A review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other previous incidents reported for difficult device removal. All vessel locator assemblies are inspected during the manufacturing process to help ensure proper assembly and operation. Additionally, a sampling of units from the lot is functionally and destructively tested to verify proper device operation. There does not appear to be an indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a physician achieved arteriotomy closure of a common femoral artery after an interventional procedure using a starclose se device. Reportedly, after uneventful deployment, the device became stuck in the patient's groin. The safety features were used and the device became released from the patient's groin. The clip achieved hemostasis. There were no adverse patient effects. The access site had scar tissue present. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.